Manufacturer narrative:
Expiration date: the expiration date is not listed on the label. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria specified in the production router. Returned sample: the returned parts were confirmed to be inclusive mini implant o-ring housing through inspection. Some of the parts were physically inspected and fit checked with various sizes of mini-implant o-balls. The o-ring housing fit all the o-balls as intended. Root cause: the root cause cannot be explicitly determined. DHR review showed the part met all the criteria specified in the production router. The returned parts were inspected and fit checked with no issue. However, we don't claim the retention between the o-ring and o-ring housing in current IFU or surgical manual.

Event description:
It was reported that the mini implant o-ring housing failed. The provider notes that the "o-rings were loose on implant inclusive mini implant o-ball. The patient presented on (B)(6) 2017 and during the procedure on tooth #25, it was note that the o ring housing was too loose. The patient current condition was notes as, "satisfactory."